Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) and shock therapy, as a result of the implantable cardioverter defibrillator (ICD) oversensing noise. It was also reported that the pace impedance measured greater than 2500 ohms. The ICD was explanted and replaced with a pacemaker system. Additional information indicated that the patient was downgraded to a pacemaker as the patient did not need the ICD any longer. During surgery the header connection was checked and was fine. Pacing system analyzer (psa) testing was not performed as the right ventricular (rv) lead was a non-bsc lead and had failed according to the recall. No additional adverse patient effects were reported.